Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the precise cause was undetermined. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. The catheter terminated at the 48cm depth marking. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. A longitudinally aligned split was observed between the 5cm and 6cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed the catheter to kink preferentially at the site of the split. Microscopic inspection of the split revealed sharply defined, dully granular edges. The split appeared to have occurred within a longitudinal impression in the catheter material. The thickness of the catheter wall in the vicinity of the split was measured and found to be within manufacturing specifications. While the longitudinal impression may have contributed to the observed split, the catheter dimensions were within manufacturing specifications. Additional unidentified factors may have contributed to the split. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reyl1685 showed no other similar product complaint(s) from this lot number.

Event description:
Facility alleged that these was a tiny pinhole on a PICC. They stated that the PICC was in for 14 weeks before leaking. On (B)(6) 2016 - facility reported that the leak was subcutaneous.